Event description:
On august 29, a sigma 8002p infusion pump was returned to the biomedical engineering department at southside regional medical center for diagnosis and repair of a user reported problem. The reported problem on the out of service red tag was an error code, "fix 23." The fix 23 error is referred to in the sigma service manual as "lever not detected in closed position: in section 1, page 46. This error code on the front panel precludes the equipment from being further used until a qualified technician with the proper access codes can clear the codes and further inspect or test the device for proper operation prior to placing the unit back in service. The only personnel at hosp authorized to clear this error code and place the unit back in service is biomedical technicians. During the clearing of the fix 23 error, the technician took the time to check the flow volume after he noticed some very minor damage to the outside of the case on the lower left corner, front, very near the lever hinge. While checking the flow volume, wherein a dose volume is entered on the user panel and the resultant output is collected and measured in an appropriate, graudated vessel, the pump began to free flow, allowing for a potentially massive over-infusion with no detection of this error by the equipment. Upon further inspection, the technician looked into the tube channel with a flashlight and noticed a crack in the pump housing, only visivle when the tube clamp is retracted and the IV set is removed. This crack allowed the solid surface against which the tube clamp acts to flex, permitting the tube clamp to open wider than desired, allowing the free flow problem, even when the pump is turned off. The crack appears to have been the result of strike against the front of the unit near the base of the clamp mechanism. Once authorized for transfer by hospital management for record keeping purposes, this pump will be returned to sigma with a full description of this problem. In the sigma service manual "fix 23" as "lever not detected in closed position" in section 1, page 46. In that section, there are some further cautions when clearing various other codes, but there are no specific cautions when clearing a fix 23 error.